Event description:
Info was received 2001 that a pt had a refractive surgery in 1999. It was further stated the pt had an unspecified "irreversible" injury in the left eye.

Event description:
Add'l info provided by counsel for the ophthalmology fellow: in 1999, an ophthalmology fellow and the attending physician, performed a refractive surgery on pt's left eye. Procedure was aborted due to a partial buttonhole. Ciloxan, flarex and acular drops were administered. A bandage contact lens was placed on the operated eye. The bandage contact lens was removed on 2nd day. Post-op examinations were done subsequently several times in 1999, and also in 2000. Ptk therapy was recommended but the pt rejected it. Pt remains with a visual defect. Refractive surgery on pt's right eye was uneventful. Pre-op bcva: 20/20 od & 20/15-1 os post op: uncorrected vision was 20/20 od & bcva 20/35 os.